Event description:
The customer reported the ventilator would not function on ac power. The customer reported the device was not in use; therefore, there was no patient involvement or harm. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported the power supply was replaced to correct the reported problem. Applicable final testing was performed to operating specifications and passed.